Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation information was received on 01/13/2023, and section h10 should be reported as: the manufacturer received information in in reference to dreamstation CPAP with no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d product brand name was corrected. Box h- problem code grid was updated. Recall number was updated.